Manufacturer narrative:
(B)(4). The mr290v humidification chambers are fitted with a spike and filter which attach to the water source to enable the chamber to fill unimpeded by trapped air. The purpose of the filter is to prevent possible water leakage from the spike as the water flows from its source into the chamber dome. Method: the returned chamber was tested with a test filter to check if it remained securely fitted to its spike when the filter cap was opened. Results: our results indicate that the filter remained securely in place and maintained a tight fit with the filter socket. To remove the whole filter from its socket required substantially more force than was required to open the filter cap during normal operation. Conclusion: when tested, the filter appeared to be snugly set within the socket of the complaint mr290 chamber. Every mr290 chamber undergoes pressure testing following production. Should the filter have insufficient retention force within its socket, it would have failed the leak test and be rejected. It is possible the entire filter became detached during equipment set-up if pulled with considerably more force than would have been required to open the filter cap itself. (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that water leaked from the filter of an mr290v autofeed humidification chamber. The event was detected prior to pt connection. No pt consequence was reported.